Event description:
I developed a number of health issues sientra smooth silicone implants that were implanted on (B)(6) 2017. My health issues include: shortness of breath, anxiety, depression, fatigue, low libido, dry eyes and skin, gut issues including sibo, brain fog, dizziness. Tmj, sharp pain in left breast, cystic acne, heart palpitations, pain in elbows, fingers and wrists, sensitivity to light, muscle twitches, and increased thirst. FDA safety report ID# (B)(4).